Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reactions with a patient with a historical confirmed anti-k against the k positive donors (cells# 13 and 22) to the 0.8% resolve panel b lot# vrb251. Issue started on: (B)(6) 2018. Frequency: x1. Microtubes/wells or cell (donor #) affected: 13 and 22. Methodology used: manual gel. Incubation time (for manual test only): 15 min. Reaction grade obtained: negative. Customer was expecting: positive. Test repeated: no. Transfusion history: no recent transfusions. Sample type: edta. Gel cards confirmed to have normal appearance and stored at rt according to IFU indications. Incubator type: mts workstation. Cards/cassettes centrifugation: mts workstation. Customer reports initially testing each sample against 0.8% selectogen and reports a 2+ reaction to cell#2 (k+). Customer then went on and tested the sample against different lot 0.8% resolve panel a and reports 1+ reactions to the k+ donors cells 7 and 11. Testing of the sample was also performed on different 0.8% resolve panel b and reports cell#12 failed to react but cell#22 did yield a 1+ reaction. For further rule out the customer tested the sample against the 0.8% resolve panel a lot# vra314 and reports all donors to be negative (refer to (B)(4)). Further testing was performed with the 0.8% resolve panel b lot# vrb251 and again all donors, including the k+ donors failed to react. Tss discussed possible causes of the false negative reaction and referred the customer to the package insert to the 0.8% resolve panel a and discussed differences in antibody titer and phenotypes of the reagent red cell donors may have attributed to the false negative reaction.